Manufacturer narrative:
Age at time of event: mid 30's. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A root cause of ¿user/use error¿ was assigned to this complaint as insufficient flush was maintained and the catheter should have been replaced when it was known the coil was detached in the catheter. (B)(4).

Event description:
It was reported that a coil protrusion occurred. A 4mm x 15cm interlock¿ was used to treat a moderately tortuous gastric celiac artery. During procedure, the physician began deploying the coil going to into the accessory gastric artery. It was noted that the coil was not nesting properly and decided to re-sheath and downsize the coil. However, the coil became detached in the microcatheter. The physician pulled the coil pusher out and left the coil in the microcatheter. A new size coil was selected and deployed on the same catheter. However, resistance was met. Flushing was performed and the 4mm x 15cm interlock¿ coil that was left inside the microcatheter was pushed out to the target vessel. It was then noted that the distal end of the coil was sitting on the appropriate vessel and the rest of the coil was protruding out on the spleenic artery. Snaring was performed and the coil was removed from the patient. The procedure was not completed and they ended up not coiling the target lesion and they essentially closed and shut. No patient complications were reported and the patient's status is fine. Patient was admitted overnight for observation.